Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging inaccurate high comparisons performed on his onetouch verioiq meter compared to his feelings and to another meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call. The patient reported that the subject meter had been reading inaccurately for an unspecified period of time and during a doctor¿s office visit one afternoon in (B)(6) 2016, he obtained an alleged inaccurately high blood glucose result of ¿170 mg/dl¿ on the subject meter compared to ¿122 mg/dl¿ on an unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin (no adjustments). He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He claimed that an unknown time after the issue began, he developed symptoms of ¿uneasy, queasy, sweaty and confused¿ which he associated with hypoglycemia. He reported that he was taken to the emergency room (ER) where he received hcp treatment of ¿food and/or drink". He reported that a blood glucose result was obtained on the ER/hospital meter; the result was not provided. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient was unable to say whether the comparative blood samples had been taken from the same approved sample site or whether he had followed the correct testing steps. The cca walked the patient through a control solution test and the result fell within the range expected. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high results on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention, after the alleged product issue began.